Event description:
It was reported that patient experienced infusion set patch did not stick to skin upon insertion issue event on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-47065 / initial 2 of 4request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380